Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had repeated failed self-test alarms for the past two weeks. The customer also reported the insulin pump would reset itself. The customer's blood glucose was unknown. The customer stated the correct bolus amount was recorded in the bolus history during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump gave an alarm during the self test due to a faulty component on the on remote frequency board. No other alarm or reset anomaly noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.